Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-33506. It was reported that in (B)(6) 2020 patient underwent a MRI scan which was aborted due to convulsive movements.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.